Event description:
Additional information was provided on 31aug2025. The independent lab that reviewed the six-month imaging had initially identified the computed tomography (CT) scan results as "increased thrombus." However, the independent laboratory updated their assessment of the six-month imaging to indicate this was an "initial finding" of thrombus.

Manufacturer narrative:
Correction: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3 - device evaluated by mfg?: the device will not be returned for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that an independent laboratory reviewed post-operative imaging and identified thrombus in the distal aorta and left iliac limb. Pre-procedure imaging was completed on (B)(6) 2024. The most proximal extent of the aneurysm within 20mm proximal to the celiac artery (ca). There was a suitable proximal seal zone with appropriate length and diameter, free from prohibitive occlusive disease, calcification, or thrombus. There was suitable distal seal zone with the appropriate length and diameter. The distal sealing zone location was the iliac arteries. The targeted visceral vessels were of appropriate length and diameter for bridging stent placement. Arterial tortuosity, calcification, and diameter was conducive to placement of endovascular delivery system. Inclusion/exclusion review: no endovascular grafts were present in the abdominal or thoracic aorta. No previous stents had been placed in any vessel to be accommodated with a fenestration or a bridging stent. The most proximal extent of the aneurysm was within 20 mm proximal to the celiac artery and 15mm distal to the lowest renal artery. The aneurysm type was extent IV. The proximal seal zone was free from prohibitive occlusive disease, calcification, or thrombus. Arterial tortuosity, calcification, and diameter was conducive to placement of endovascular delivery system. Maximum angulation above the infra-renal aorta (within region of zfen+ and the delivery system) was 27 degrees. The angulation between infra-renal aorta and aneurysm center line was 53 degrees. The length of the proximal seal zone was 60 mm. The length of the lowest targeted vessel (most inferior aspect) to the aortic bifurcation was 112 mm. The diameter of the aorta at location of maximum diameter over length of the proximal seal zone (outer-wall to outer-wall) was 25.5 mm. The diameter of the aorta at location of minimum diameter over length of proximal seal zone (outer-wall to outer-wall) was 24.6 mm. The percent change in seal zone diameter throughout the length of the seal zone was 3.53%. The aortic diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall)was 60.3 mm the length from ostium to first major bifurcation were as follows: celiac artery (22 mm), superior mesenteric artery sma (25 mm), right renal artery (54 mm), left renal artery (34 mm). The diameter of the vessel at the location of intended distal landing zone (outer-wall to outer-wall) were as follows: celiac (4 mm), sma (5.4 mm), right renal (4.8 mm), left renal (5.1 mm) the percentages of stenosis were as follows: celiac artery (<=50%), sma (<=50%), right renal (<=50%), left renal (<=50%). Iliac criteria: the length from ostium to the first major bifurcation was 55 mm on the right and 62 mm on the left. The diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) was 8.6 mm(right) and 8.5 mm (left). The percentage of stenosis was 20%(right) and 30% (left) bilateral access vessels had minimum inner diameter from introduction site to aorta to accommodate delivery system devices. The image reviewer commented the following: the celiac artery is small in diameter (4x4mm) and is flattened out along the proximal half of the artery length. The right renal artery is small in diameter and is less than 4.5mm beyond 15mm past the origin. Relatively small diameter left renal artery. Relatively narrow aortic bifurcation lumen. Relatively small diameter access vessels. A pre-procedure computed tomography angiography (cta) scan was completed on (B)(6) 2024 (94 days pre-procedure): the proximal sealing zone was free of occlusive disease, calcification, and thrombus. It was described as parallel in shape. The right and left common iliac arteries calcification were described as moderate. The right and left common iliac artery occlusive disease was described as mild. The right and left external iliac artery calcification were described as moderate. The right and left external iliac artery occlusive disease was described as moderate. The right and left femoral artery calcification were described as moderate. The right and left femoral artery occlusive disease was described as moderate. The right and left iliac arteries tortuosity was described as mild. The diameter of the aorta at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 56 mm. The length of suitable proximal seal zone was 40 mm. The diameter of the aorta at location of maximum diameter over length of proximal seal zone (outer-wall to outer-wall) was 25 mm. The diameter of the aorta at location of minimum diameter over length of proximal seal zone (outer-wall to outer-wall) was 24 mm. The percentage change in seal zone diameter throughout length of seal zone was 4%. The length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation was 99 mm. The angulation between the infra-renal aorta and the aneurysm center line: 42 degrees the maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) was 42 degrees. The diameter vessel at location of intended distal landing zone (outer-wall to outer-wall) were as follows: celiac artery (5mm), sma (5.8mm), right renal artery(4.5mm), left renal artery (5mm). The length from the ostium to the first major bifurcation were as follows: celiac artery (15mm), sma (26mm), right renal artery (41mm), left renal artery (41mm). The percentages of stenosis were as follows: celic (<=50%), sma (<=50%), right renal artery (<=50%), left renal artery (<=50%) iliac anatomical criteria: the diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall): was 10mm (right) and 9mm on the right. The length from ostium to first major bifurcation was 52mm (right) and 56mm (left). The location of intended distal landing zones maintains the patency of the bilateral internal iliac arteries. The bilateral iliac artery stenosis was 30 %. A review of the pre-procedure cta that was completed on (B)(6) 2024 (94 days pre-procedure) was completed by an independent laboratory. The proximal sealing zone was free of occlusive disease and thrombus. Mild calcification was present. The proximal sealing zone shape was described as parallel. The length from most proximal aspect of the celiac artery to the most proximal extent of the aneurysm was 44.5 mm. The position of the proximal extent of aneurysm was distal to the celiac artery. The length of the proximal sealing zone was 74.5 mm. The diameter of aorta at the location of maximum diameter over length of the seal zone (outer-wall to outer-wall) was 26.5mm. The diameter of the aorta at the location of minimum diameter over length of seal zone (outer-wall to outer-wall) was 21 mm. The percentage change in seal zone diameter throughout the length of the seal zone was 20.75%. The length from most distal aspect of celiac artery to the most distal aspect of sma was 26 mm. The length from most distal aspect of the celiac artery to the most distal aspect of the right renal artery was 34.5 mm. The length from the most distal aspect of the celiac artery to the most distal aspect of left renal artery was 34.5 mm. The length from the most distal aspect of the celiac artery to the aortic bifurcation was 151 mm. The length from the most distal aspect of the lowest patent renal artery to the aortic bifurcation was 116.5 mm. The diameter of the aorta 20 mm proximal to the proximal most aspect of the celiac artery (outer-wall to outer-wall) was 23 mm. The diameter of the aorta at the distal most aspect of the celiac artery (outer-wall to outer-wall) was 23 mm. The diameter of the aorta at the distal most aspect of the sma (outer-wall to outer-wall) was 22 mm. The diameter of the aorta at the distal most aspect of the right renal artery (outer-wall to outer-wall) was 21 mm. The diameter of the aorta at distal most aspect of the left renal artery (outer-wall to outer-wall) was 21 mm. The diameter of the aorta at 15mm distal to distal most aspect of lowest patent renal artery (outer-wall to outer-wall) was 36.5 mm. The diameter of the aorta at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 56.6 mm. The diameter of the aorta at the aortic bifurcation (inner-wall to inner-wall) was 13.5 mm. The angle of the celiac artery was 20 degrees. The circumferential location of the sma relative to the celiac artery was 354 degrees. The angle of the sma was 33 degrees. The circumferential location of the right renal artery relative to the celiac artery was 268 degrees. The angle of the right renal artery was 30 degrees. The circumferential location of the left renal artery relative to the celiac artery was 83 degrees. The angle of the left renal artery was 69 degrees. The angulation between the infra-renal aorta and the aneurysm center line was 47.1 degrees. The maximum angulation above the infra-renal aorta was 8.6 degrees. The distal seal zone was not in the abdominal aorta. The diameter of vessel location of intended distal landing zone (outer-wall to outer-wall): celiac artery (3.5 mm), sma (4 mm), right renal artery (3 mm), left renal artery (3.5 mm) the length from ostium to first major bifurcation: celiac artery (24 mm), sma (25 mm), right renal artery (53.6 mm) left renal artery (34.3 mm). There was no stenosis for the celiac, sma, right renal, and left renal arteries. There was no patent right or left accessory renal artery and no renal infarcts. Right iliac artery the common iliac artery length from aortic bifurcation to iliac bifurcation was 55mm. The diameter of the vessel at the location of intended distal landing zone (outer-wall to outer-wall) was 7 mm. The diameter of the common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was12.5 mm. The diameter of the common iliac artery at the location of minimum diameter (inner-wall to inner-wall) was 7 mm. The diameter of the external iliac artery at the location of minimum diameter (inner-wall to inner-wall) was 4.7 mm. Left iliac artery: the common iliac artery length from aortic bifurcation to iliac bifurcation was 58 mm. The diameter of the vessel at the location of intended distal landing zone (outer-wall to outer-wall) was 7 mm. The diameter of the common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was 11.5 mm. The diameter of the common iliac artery at the location of minimum diameter (inner-wall to inner-wall) was 8 mm. The diameter of the external iliac artery at location of minimum diameter (inner-wall to inner-wall) was 4 mm. The bilateral common iliac artery calcification was described as moderate. There was no common iliac artery occlusive disease bilaterally. The external iliac artery calcification was described as mild on the right and moderate on the left. No occlusive disease was identified in bilateral external iliac arteries. The femoral artery calcification was described as moderate on the left and severe on the right. Bilateral femoral artery occlusive disease was described as mild. No tortuosity of bilateral iliac arteries was present. There were no other vessels other than the celiac artery, sma, right renal artery, or left renal artery targeted with a fenestration or scallop. An assessment was completed on (B)(6) 2025 (day of procedure): the patient had no problem walking, washing, or dressing, or with any usual activity. No pain or discomfort was reported. The patient was not anxious or depressed. An operative note dated (B)(6) 2025 was provided. Pre- and post-op diagnosis: abdominal aortic aneurysm without rupture unspecified (hcc) first assistant: a first assistant actively participated and was necessary for one or more of the following: opening, exposure and visualization, maintaining hemostasis, wound closure resulting in its safe and expeditious completion. Findings: completion cone beam CT scan with and without contrast and rotational digital subtraction angiography (dsa) demonstrated widely patent stent graft, target vessels and no type I or ill endoleaks. Index procedure completed under general anesthesia (B)(6) 2025: the patient was brought to the operating room and underwent general endotracheal anesthesia. Once excellent anesthesia conditions were obtained, the patient was positioned, prepped and draped in the usual sterile fashion. Surgical pause was performed, identifying procedure to be performed, laterality, fire risk, antibiotics, allergies, which all members of the team agreed. Ipsilateral access: percutaneous, left femoral artery contralateral access: percutaneous, right femoral artery. Ultrasound-guided bilateral retrograde common femoral percutaneous access was obtained using micropuncture sheath, which was upsized a 6 french sheath over stiff wire. Both femoral punctures were pre-closed with two suture mediated closure devices and upsized to 8 french. The patient was fully heparinized. The lunderquist wire was advanced to the ascending aorta under protection of a catheter. One of the renal arteries was catheterized and fusion image was calibrated. The zenith fenestrated plus device, 30x163 mm, was introduced via the left femoral approach after it was predilated with a 20 fr sheath. The device was oriented extracorporeally, reoriented and adjusted and deployed with perfect apposition between fenestrations and target vessels. A 16 french sheath was advanced on the right. The renal arteries, sma, celiac axis were cannulated and cook rosen wires were utilized to secure access. The device was completely deployed and the cook coda balloon utilized in the sealing zone and para-visceral segment. All target vessels were sequentially stented, starting with the celiac axis with a competitor¿s 5 mm x22 mm graft, post dilated to 8 mm at the ostium for appropriate flare. Completion angiogram demonstrated widely patent target vessel with no dissections, perforations, or endoleaks. The sma was then stented with a competitor¿s 6 mm x22 mm graft, flared to 8 mm. Flaring foreshortened the stent; therefore, a second stent was advanced, 6 mm x 22 mm, and re-flared with good result. Completion angiogram demonstrated widely patent target vessel with no dissections, perforations or endoleaks. Finally, both renal arteries were stented with a competitor¿s 5 mm x28 mm stent, flared to 8 mm, on the right, and competitors 5 mm x 22 mm stent for the left renal artery, with good completion angiograms demonstrating no technical defects. Repair was extended to bilateral common iliac arteries using a zenith universal body 24x81 mm. It was introduced via the left femoral approach and the contralateral gate cannulated via the right femoral access. Repair was extended to right common iliac with a zenith iliac limb 11 mm, and to the left with a 11 mm iliac limb, coda balloon was utilized in all attachment and overlap areas. Completion aortogram and rotational digital subtraction angiography (dsa) demonstrated widely patent main stent graft, no type I or ill endoleaks and patent target vessels. Cone beam computed tomography (cbct) confirmed no technical defects. Bilateral iliac arteries were checked as they had a small diameter, with no technical issues. All sheaths and wires were removed; suture medicated closure devices were tightened and additional manual pressure held. Protamine was given. Sterile dressings were applied after subcuticular sutures were utilized in the punctures. The patient was aroused in the operating room and able to move all four extremities to command. He was transferred to the intensive care unit in stable condition. Additional information was provided: there was successful access and delivery of all devices. There was successful deployment in the intended location for all devices. There was successful withdrawal of all device delivery systems. There were no unanticipated corrective interventions required during the index procedure. No bridging stents were unable to be delivered or deployed due to being stripped off the balloon. William cook australia, zenith fenestrated+ (zfen+) endovascular graft was placed. The device was able to be adequately visualized from start to end of implant, no difficulties were reported. Cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg, was placed in the right common iliac artery via contralateral access. One stent overlapping with the preceding component. Cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed in the left common iliac via ipsilateral access. Three stents overlapping with the preceding component. William cook australia, zenith universal distal body 2.0 graft was placed. There were no difficulties flushing the introducer system. Ipsilateral access was obtained with three stents overlapping with the preceding component. There were no difficulties removing the release wires or with retracting the sheath. The stent was easily visualized from start to end of the implant. A competitor¿s 5 mm x 22 mm bridging stent was placed in the left renal artery. The device was introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A competitor¿s balloon was inflated to 10atm pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. A competitor¿s 6 mm x 22 mm bridging stent, was placed in the sma. The device was introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A competitor¿s balloon was inflated to ten atm of pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. A second competitor¿s 6 mm x 22 mm bridging stent, was placed in the sma. The device was introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A competitor¿s balloon was inflated to ten atm of pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. A competitor¿s 5 mm x 22mm bridging stent was placed in the celiac artery. The device was introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A competitor¿s balloon was inflated to ten atm of pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. A competitor¿s 5 mm x 28 mm bridging stent was placed in the right renal artery. The device was introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A competitor¿s balloon was inflated to ten atm of pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. Procedural imaging (angiography, cone-beam CT with and without contrast) was completed on (B)(6) 2025. All devices were patent at the end of the implant procedure. A type ii (vessel perfusion) endoleak was present. There was no evidence of device integrity issues. Procedural imaging (angiography, cone-beam CT with contrast) completed on (B)(6) 2025 was reviewed by independent laboratory. All devices were patent at the end of the implant procedure. A type ii (vessel perfusion) endoleak was present. There was no evidence of device integrity issues. Patient in procedure room: 12:22 administration of anesthesia: 12:23 initial incision: 13.20 initial catheter inserted: 13:22 final catheter removed: 15:45 all incision closures complete: 16:05 out of procedure room: 16:55 estimated blood loss: 100cc patient did not receive packed red blood cells, fresh frozen plasma, platelets, cryoprecipitate or cell saver contrast used: 360ml contrast concentration: 160mg/ml total fluoroscopy time: 65 min radiation dose: 426mgy the patient did not experience any complications. Admission to the intensive care unit (ICU) occurred on (B)(6) 2025. Oral fluid was resumed on (B)(6) 2025. The patient was in the hospital for a total of 5 days. The patient was on (B)(6) 2025. The patient was in the hospital for a total of 5 days. The patient was taking antithrombotic medication. The patient reports slight problems walking, no problems washing or dressing or during usual activities. Patient also reports severe pain or discomfort. No feelings of anxiousness or depression. An unscheduled visit occurred on (B)(6) 2025 (8 days post-procedure). The patient was treated for dehydration and was treated with inotropic cardiac support (fluids and norepinephrine). The patient was stabilized without sequelae and recovered. An in-person assessment and medical record post procedural clinical assessment was completed on (B)(6) 2025 (32 days post-procedure). Admission to the ICU occurred on (B)(6) 2025 and was discharged 2 days later, on (B)(6) 2025. The patient was in the hospital for a total of 5 days. Oral fluid was resumed on (B)(6) 2025. The patient was taking antithrombotic medication. The patient reports slight problems walking, no problems washing or dressing or during usual activities. Patient also reports severe pain or discomfort. No feelings of anxiousness or depression. A follow up CT with contrast was completed on (B)(6) 2025 (32 days post-procedure). Visceral vessel patency: celiac artery, sma, right renal artery, and left renal artery were all patent within the stent and within the native vessel. No stenosis, endoleaks or separation of components was identified. There is no evidence of device integrity issues or thrombus within the study devices. The diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 59 mm. The diameter of the right common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was 10 mm. The diameter of the left common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was 11 mm. No endoleak was present. No separation of components has occurred. There was no evidence of device integrity issues. There was no evidence of thrombus within a study device. A follow up CT with contrast completed on (B)(6) 2025 (32 days post-procedure) was reviewed by an independent laboratory (core lab): visceral vessel patency: celiac artery, sma, right renal artery, and left renal artery were all patent within stent and within native vessel. All endograft devices were patent. There was no stenosis in the left or right iliac leg grafts. The length from distal most aspect of celiac to first visualization of metal of zfen+ was 41.6 mm proximal to celiac artery. The length from distal most aspect of celiac to first visualization of circumferential metal of zfen+: 38.6 proximal to celiac the length of the total effective seal zone (length of seal that has circumferential fabric opposing the aortic wall) was 73.3 mm. The length of the total used seal zone (length of top of fabric to start of aneurysm) was 73.3 mm. The diameter in the proximal seal zone at the location of maximum diameter (outer-wall to outer-wall) was 25.0 mm. The diameter 20 mm proximal to most proximal aspect of celiac artery (outer-wall to outer-wall) was 24 mm. The diameter at the distal most aspect of the celiac artery (outer-wall to outer-wall) was 24.5 mm. The diameter at the distal most aspect of the sma (outer-wall to outer-wall) was 23 mm. The diameter at the distal most aspect of the right renal (outer-wall to outer-wall) was 21.5 mm. The diameter at the distal most aspect of the left renal artery (outer-wall to outer-wall) was 22 mm. The diameter 15mm distal to the distal most aspect of lowest patent renal artery (outer-wall to outer-wall) was 22 mm. The diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 58.3 mm. The length of protrusion of the bridging stent within aortic lumen of zfen+ were as follows: celiac artery (1.9 mm), sma (6.9 mm), right renal artery (4.8 mm), left renal artery (4.9 mm). The length from fenestration to the vessel ostium were as follows: celiac artery (0 mm), sma (0 mm), right renal artery (0 mm), left renal (0 mm). The length from the fenestration to location where stent makes full circumferential contact with visceral vessel: celiac artery (0 mm), sma (0 mm), right renal artery (0 mm), left renal artery (0 mm). The diameter of the flared end of the bridging stents were as follows: celiac artery (7.0 mm), sma (7.0 mm), right renal artery (6.0 mm), left renal artery (7.0 mm). The diameter at the location of the bridging stent maximum diameter distal to the fenestration were as follows: celiac artery (6.0 mm), sma (5.0 mm), right renal artery (4.0 mm), left renal artery (4.0 mm). The diameter of the common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was 13.5 mm on the right and 13.5 mm was on the left. No separation of components has occurred. There was no evidence of device integrity issues. There was no evidence of thrombus within a study device. The follow up imaging (CT with contrast) that was completed on (B)(6) 2025 (203 days post-procedure) was reviewed by an independent laboratory: visceral vessel patency: celiac artery, sma, right renal artery, and left renal artery were all patent within the stent and within the native vessel. All endograft devices were patent. There was no stenosis in the bilateral iliac leg grafts. There was no separation of components, device migration or integrity issues. A type ii (vessel perfusion) endoleak was present. There was evidence of increased thrombus within the left iliac graft leg. A thin rim of mural thrombus was present in the distal aorta and the left iliac limb. The length from distal most aspect of celiac to first visualization of metal of zfen+ was 42.5 mm proximal to the celiac artery. The length from the distal most aspect of celiac artery to the first visualization of circumferential metal of zfen+ was 38.5 mm proximal to the celiac artery. The length of total effective seal zone (length of seal that has circumferential fabric opposing the aortic wall) was 81.2 mm. The length of total used seal zone (length of top of fabric to start of aneurysm) was 71.3 mm. The diameter in the proximal seal zone at the location of maximum diameter (outer-wall to outer-wall) was 25.0 mm. The diameter 20 mm proximal to most proximal aspect of the celiac artery (outer-wall to outer-wall) was 23.5 mm. The diameter at the distal most aspect of the celiac artery (outer-wall to outer-wall) was 25 mm. The diameter at the distal most aspect of the sma (outer-wall to outer-wall) was 23.5 mm. The diameter at the distal most aspect of the right renal artery (outer-wall to outer-wall) was 21 mm. The diameter at the distal most aspect of the left renal artery (outer-wall to outer-wall) was 21.5 mm. The diameter 15mm distal to the distal most aspect of lowest patent renal (outer-wall to outer-wall) was 27 mm. The diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 51.1 mm. The maximum aneurysm diameter has not increased more than 5 mm compared to post-procedure CT measurements. The length of protrusion of bridging stent within aortic lumen of zfen+ were as follows: celiac artery (0 mm), sma (0 mm), right renal (0 mm), left renal (0 mm). The length from fenestration to vessel ostium were as follows: celiac artery (0 mm), sma (0 mm), right renal artery (0 mm), left renal artery (0 mm). The length from fenestration to the location where the stent makes full circumferential contact with visceral vessel were as follows: celiac artery (0 mm), sma (0 mm), right renal artery (0 mm), left renal artery (0 mm). The diameter at the location of the bridging stent maximum diameter distal to the fenestration were as follows: celiac artery (5.5 mm), sma (5.0 mm), right renal artery (4.0 mm), left renal artery (3.5 mm). The diameter of the common iliac artery at the location of maximum diameter (outer-wall to outer-wall) was 13 mm right and 12.0 mm on the left. An in-person 6-month clinical follow up assessment was completed on (B)(6) 2025 (204 days post-procedure). The patient was taking antithrombotic medication. There have been no significant medical issues since the last visit. The patient reports slight issues walking, is unable to do usual activities, has severe pain or discomfort and is moderately anxious or depressed. The focus of this report is the thrombus within the left iliac leg that was identified on the six-month follow CT review identified by the independent laboratory.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported evidence of thrombus within the left iliac leg graft per independent lab review only. On (B)(6) 2024, pre-procedural imaging showed; the most proximal extent of the aneurysm within 20mm proximal to the ca. There was a suitable proximal seal zone with appropriate length and diameter, free from prohibitive occlusive disease, calcification or thrombus. There was suitable distal seal zone with the appropriate length and diameter. Distal sealing zone location was the iliac arteries. The targeted visceral vessels were of appropriate length and diameter for bridging stent placement. Arterial tortuosity, calcification and diameter was conducive to placement of endovascular delivery system. The most proximal extent of the aneurysm was within 20mm proximal to celiac and 15mm distal to the lowest renal. Aneurysm type was extent IV. The proximal seal zone was free from prohibitive occlusive disease, calcification or thrombus. Arterial tortuosity, calcification and diameter was conducive to placement of endovascular delivery system. On (B)(6) 2025, the patient underwent an endovascular repair as part of the 17-07 clinical trial. The patient had no problem walking, washing or dressing, or with any usual activity. No pain or discomfort was reported. The patient was not anxious or depressed. Completion cone beam CT scan with and without contrast and rotational dsa demonstrated widely patent stent graft, target vessels and no type I or ill endoleaks. A type ii (vessel perfusion) endoleak was present. There was no evidence of device integrity issues. The patient was transferred to the intensive care unit in stable condition. The patient was discharged on (B)(6) 2025. There was successful access and delivery of all devices. There was successful deployment in the intended location for all devices. There was successful withdrawal of all device delivery systems. There were no unanticipated corrective interventions required during the index procedure. No bridging stents were unable to be delivered or deployed due to being stripped off the balloon. Zfen+: the device was able to be adequately visualized from start to end of implant, no difficulties reported. Zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-11-56-zt, placed in the right common iliac artery via contralateral access. One stent overlaps with preceding component. Zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-11-56-zt, placed in the left common iliac via ipsilateral access. Three stents overlapping with preceding component. Universal distal body rpn: unibody2-24-81-ci. There were no difficulties flushing the introducer system. Ipsilateral access was obtained with three stents overlapping with preceding component. There were no difficulties removing the release wires or with retracting the sheath. The stent was easily visualized from start to end of the implant. Left renal bridging stent introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A balloon was inflated to 10atm pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. Sma bridging stent introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A balloon was inflated to 10atm pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. Second sma bridging stent introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A balloon was inflated to 10atm pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. Celiac bridging stent introduced contralaterally. Ten atmospheres (atm) of pressure were used to expand the bridging stent. A balloon was inflated to 10atm pressure to flare the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. Right renal bridging stent introduced contralaterally. A 10atm pressure was used to expand the bridging stent. No issues were encountered during flaring. The bridging stent was adequately visualized. On (B)(6) 2025, (8 days post-procedure) an unscheduled visit; the patient was treated for dehydration and with inotropic cardiac support (fluids and norepinephrine), the patient was stabilized without sequelae and recovered. On (B)(6) 2025, a follow up CT with contrast was completed and was reviewed by an independent laboratory; visceral vessel patency: celiac, sma, right renal and left renal all patent within stent and within native vessel. All endograft devices were patent. There was no stenosis in the left or right iliac leg grafts. Length from most distal aspect of celiac to first visualization of metal of zfen+: 41.6 mm proximal to celiac. No separation of components has occurred. There was no evidence of device integrity issues. There was no evidence of thrombus within a study device. The patient was taking antithrombotic medication. The patient reports slight problems walking, no problems with washing or dressing or during usual activities. Patient also reports severe pain or discomfort. No feelings of anxiousness or depression. The patient was in the hospital for a total of 5 days. On (B)(6) 2025, the patient¿s 6-month follow-up CT was completed. The independent laboratory's review of the imaging revealed a type ii endoleak and evidence of thrombus within the left iliac leg graft. The independent lab commented, ¿thin rim mural thrombus in distal ao and l iliac limb.¿ there was no separation of components, evidence of migration, or evidence of device integrity issues. The endograft devices were patent. The independent lab indicated that the left and right iliac leg graft had 0% stenosis. The patient was taking antithrombotic medication (specifics are not provided) at the post-procedure and 6-month follow-up visits. On (B)(6) 2025, 6-month clinical follow up assessment was completed. The patient was taking antithrombotic medication. There have been no significant medical issues since the last visit. The patient reports slight issues walking, is unable to do usual activities, has severe pain or discomfort and is moderately anxious or depressed. Thrombus present in the left iliac leg on the 6-month CT. The independent lab marked ¿increased thrombus¿, ¿initial finding¿ of thrombus. This investigation focuses on the initial thrombus within the left iliac graft leg (rpn: zsle-11-56-zt) identified on the 6 month follow up CT reviewed by the independent laboratory. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, medical imaging was provided for expert review. The reviewer noted that, ¿the distal aortic lumen diameter was less than 20mm. Mural thrombus within the zsle-11-56-zt is confirmed. The smooth thin mural distribution without flow limiting anatomy such as kinks suggest that it is unlikely to progress and is within normal limits.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) found no relevant quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions. 4.1 general. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask and limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. ¿ the zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ successful patient selection requires specific and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging. ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fractures) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.5 implant procedure: ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events: ¿ claudication (e.g., buttock, lower limb). ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. ¿ graft or native vessel occlusion. ¿ surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity). ¿ patient¿s anatomical suitability for endovascular repair. ¿ patient¿s ability to tolerate general, regional or local anesthesia. ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. 8 patient counseling information: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 11 directions for use: anatomical requirements: ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 12 imaging guidelines and postoperative follow-up: 12.1 general: ¿ the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Evidence provided by the complaint facility, DHR, device failure analysis, complaint history, and manufacturing documents, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, an expert review of imaging provided, and the results of this investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.